Event description:
It was reported that the right ventricular lead exhibited noise and high lead impedance. The lead was programmed to unipolar mode and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.